Manufacturer narrative:
The specimen was lithium heparin plasma that was centrifuged for 10 minutes. The customer was not having any issues with qc. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing and the carryover procedure; both met specifications. The fse performed qc which was within the customer's established ranges. No hardware issues were noted. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding thyroid-stimulating hormone (tsh) result within the normal reference range generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing produced results below the normal reference range. The result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.